Event description:
According to the information provided, the cannula tip broke during surgery. The date of surgery was not provided. A photo was provided and product evaluation confirmed that the tip was broken. Without the return of the device, a root cause failure cannot be conclusively demonstrated. No patient injury was reported. Should the product become available to pe, this complaint will be reevaluated at that time.